Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
During an advance procedure it took a bit longer than usual, due to some bleeding around the urethra. The pt was in a lithotomy position for 1-1/2 hour. When the pt woke up after the procedure he was completely paralyzed in his right leg. A neurologist was called and examined the pt, but did not find any injury. Twenty four hours after the procedure the pt needed a walker to be able to get around. Three days later when he was discharged, he still needed crutches in order to get around. The physician suspects that the lithotomy position compressed the peripheral nerve, which caused the paralysis. The neurologist said the pt will be fully recovered. Additional information rec'd on (B)(4) 2010 indicated that the pt is fully recovered and also totally dry and very happy.